Manufacturer narrative:
Investigation summary: the complaint was raised for information by the customer, thus not requiring an 8d report. No picture/physical evidences were provided by the customer, therefore additional investigation is not possible. There is a long history of detached/loose plunger rods identified on the market linked to user misuse and difficulty with customer blisters. The release paperwork was reviewed and did not reveal any non-conformity in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Investigation conclusion: unconfirmed, no sample received. Root cause description: a detached/loose plunger rod with supplier's cause could be linked to: an incorrect link between the plunger's thread and the stopper: the in-process and final inspection (critical dimensions + visual inspection) results from the supplier were all conform. No data points towards a non-conformity on the thread. An incorrect compatibility between plunger and barrel: this cause can be discarded as the event occurred on the market, the customer would not have been able to process an incompatible plunger. A malformed/non filled plunger: this cause can be discarded as the event occurred on the market, the customer would not have been able to process malformed/non filled plunger. Rationale: unconfirmed status. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pfs rod had detached from the ultrasafe x100l pr clear ssl nvs stein before use. The following information was provided by the initial reporter: "pfs rod was not attached."